Manufacturer narrative:
Concomitant medical products: 6984m adaptor implant date (B)(6) 2015; m7700-27 mechanical valve implant date (B)(6) 1990; a7700-23 mechanical valve implant date (B)(6) 1990. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.